Event description:
Complainant alleged that the clinicans were attempting to defibrillate a patient (age unknown) in cardiac arrest but the device would not discharge. Clinicans responded to the patient after they collapsed within minutes of entering the facility emergency room. Clinicans attached the device to the patient using zoll stat-padz multi-function electrodes (lot number 5001) and attempted to defibrillate the patient. The unit was charged to 100 joules but reportedly did not discharge. Operators selected 200 joules and charged the device but, again, the device did not discharge. Clinicans disconnected this device and obtained another device and attached it to the electrodes already attached to the patient. The clinicans were then able to successfully defibrillate and converted the patient's heart-rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.